Event description:
The end user reported that two wafers out of box of ten had off centered starter hole. He noticed the issue prior to use. He did not use the wafers and discarded them. No photograph was received from the complainant.

Manufacturer narrative:
Device 1 of 2. H6: imdrf health impact code has been selected as f27 since the event occurred prior to use on patient. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.